Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: there was no arcing observed during the procedure. There was no injury to the patient. The instrument did not collide with another energy instrument. The surgeon believes that the burnt tissue was the cause of thermal damage to the instrument. The instrument was inspected prior to its last use and there were no abnormalities found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was found to have thermal damage to the tip. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.